Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Additional information was requested and the following was obtained: do you mean that needle separated /pulled from the suture at the end of suturing? Yes.

Event description:
It was reported that the patient underwent a total hip replacement procedure on (B)(6) 2017 and barbed suture was used. During the procedure the needle came off near the end of the running stitch. Another like device was used to complete the procedure. There were no adverse consequences for the patient. Additional information has been requested.